Event description:
During a procedure, the physician used the subject device to cut blood vessels treated by a bipolar device. When the physician activated output about 5 times, the probe tip broke. Any error did not display. The broken piece was retrieved. The broken piece of the probe was taken out. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was no scratch found in the fractures surface. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.